Event description:
There was an allegation of a discrepant high result for 1 patient sample tested for creatinine jaffe gen.2 (creaj2) on a cobas c 503 analytical unit. The initial result was 6.3 mg/dl. The physician contacted the laboratory for repeat testing. The repeat result was 2.09 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The creaj2 reagent lot number was 86938401 with an expiration date of 31-dec-2026. The field service engineer (fse) found the rinse levels were low and there was an issue with the sample probe. The fse cleaned a solenoid valve and replaced the sample probe. Mechanism checks, precision testing, and qc were all acceptable. The investigation determined that the service actions resolved the issue.